Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle that pertains to product code jv525 was received for analysis. During the visual inspection of the detached needle, the swage and attachment area was noted cracked. The suture was not returned for evaluation. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * was the needle piece retrieved from the patient during the same procedure? The issue occurred during the procedure, the needle is fallen in the patient. * were there any patient consequences? No patient consequence. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) * what efforts were made to retrieve the needle piece? For example, switched to and open procedure, second surgery? Using a needle holder completed by two spacers for a better exposure, after a while we evoke the use of a brilliance amplifier before we can finally find it and grasp it with the needle holder. * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The customer does not have a mail service, we ask the customer service to send a carrier the needle has been recovered and it is available for analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle pulled off from the thread. There were no patient consequences reported. Additional information was requested.